Event description:
It was reported while using bd eclipse needle with smartslip there were sterility issues there was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: we found a defect on the sterility of the needles ref (B)(4) . The concerned lot 2112013. We have these needles available at the pharmacy.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 305760 and lot number 2112013. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was provided for evaluation by our quality engineer. Through examination of the picture, a hole was observed within the packaging paper. It is possible that the observed package damage resulted during the packaging process. In the primary packaging process, film and paper are sealed and then the secondary packaging process consists of the introduction of needle strips into the shelf cartons. A malfunction in the machinery could have taken place in which the strips were not positioned properly, resulting in this defect.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd eclipse needle with smartslip there were sterility issues. There was no report of patient impact. The following information was provided by the initial reporter, translated from french to english: we found a defect on the sterility of the needles ref (B)(4). The concerned lot 2112013. We have these needles available at the pharmacy.